Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A microscopic examination of the balloon found a pinhole, which confirms the reported event of balloon pinhole. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. It is possible that interaction with the scope and other sharp devices during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the balloon was pre-inflated. Block h11: correction: block h6 (device codes).

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and plastic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was tested outside the patient and inflated successfully. The balloon was then placed in the duct and advanced to the stricture, but upon inflation, the balloon was found to be leaking, as confirmed via x-ray. They removed the balloon, and a second and third balloon were attempted to be used following the exact same steps but both faced the same problem. Ultimately, it was found that the three balloons had a hole in the same part of the balloon at the distal end. Additional clarification to determine the size/nature of the holes has not been provided, so this reported event will be considered a pinhole. The procedure was completed by placing a stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and plastic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was tested outside the patient and inflated successfully. The balloon was then placed in the duct and advanced to the stricture, but upon inflation, the balloon was found to be leaking, as confirmed via x-ray. They removed the balloon, and a second and third balloon were attempted to be used following the exact same steps but both faced the same problem. Ultimately, it was found that the three balloons had a hole in the same part of the balloon at the distal end. Additional clarification to determine the size/nature of the holes has not been provided, so this reported event will be considered a pinhole. The procedure was completed by placing a stent. There were no patient complications reported as a result of this event.